Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain and non-malignant pain. It was reported that the patient¿s implantable neurostimulator went off the weekend of the report and he wanted to turn it back on. The patient went to check his patient programmer and reported that it is on now. He stated that it could be because he has not charged. There were no further complications reported or anticipated.